Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet for three days contacted support with questions about alarms, meal announcements, and insulin delivery, and experienced hyperglycemia up to 204 mg/dl for approximately 45 minutes without alerts or alarms; troubleshooting and education were provided, and the cause remained unclear. Symptoms included elevated blood glucose without associated clinical symptoms. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included customer interview and case review. Investigation of this case revealed no device alarms and no specific device component malfunction identified, with the event characterized as hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.